Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer received gray display screen without warning and the display was solid white. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No missing segments/partial display anomalies, solid white/gray screen anomalies or display type anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling off serial number label and missing end cap address label.